Event description:
Procedure type: colon resection. According to the reporter: it was noticed that the staples did not close. The anastomosis was redone by suture and a colostomy was set up. No further info has been disclosed.